Manufacturer narrative:
Correction: the previously reported model number cd2359-40qc, lot number p000032564, expiration date jul 31, 2018, UDI 05414734508124 were incorrect. The correction model number is cd1359-40qc, lot number is p000031536, expiration date is jun 30, 2018 and UDI number is 05414734508001. Correction: the previously reported device manufacturing date aug 3, 2016 was incorrect. The correct device manufacturing date is july 14, 2016. Correction: manufacturer report 2017865-2017-36683, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that the implantable cardioverter defibrillator displayed a charge time limit alert. Manual capacitor maintenance charging was attempted, but no results were obtained. There were no episodes of high voltage therapy. The device was explanted and replaced. The patient was stable post procedure.